Event description:
Mid 50¿s male with history of uncontrolled hypertension and recent chest pain. Procedure: coronary artery bypass graft (CABG) x 3 using left internal mammary artery and right greater saphenous vein. After multiple attempts trial and error with tower 2 and changing towers out, system not working. Replaced with new terumo system and it worked well. No known harm to patient, delay in procedure.